Event description:
The complainant reported tha the clinicians were performing a therapeutic gastronomy procedure. It was indicated that during the procedure a 1.5 cm incision was made, but when they attempted to remove the tube from inside the pt resistance was felt. Force was then applied, which resulted in the tube tearing. The tube's flange was located outside the pt's body, allowing it to be successfully removed from the pt with the aid of a snare. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.